Event description:
The following information was provided by the initial reporter: it was reported that the device had a crack in the battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: uso (upstream occlusion) seal is damaged.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Confirmed customer reported complaint by performing visual and functional pvt (performance verification testing), found a crack inside the battery compartment. Replaced battery compartment to correct this issue. Upon further inspection per pvt found lcd (liquid crystal display) lens is damaged, uso (upstream occlusion) seal is damaged. Replaced lcd lens and uso seal. Updated software. Device passed all testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.